Event description:
Device 2 of 2 . Reference MFR report: 1627487-2017-03074. Follow up revealed that the postoperative fever was related to the patient's anesthesia reaction and that there was no infection. An abbott representative met with the patient the week of (B)(6) 2017 and the patient had no issues. Patient has effective therapy.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-03074. It was reported that the patient was re-admitted to the hospital five hours after being released from their scs implant procedure. Patient was experiencing a fever, however the source of the fever is unknown. Patient remains hospitalized at this time.